Event description:
Dual lumen "ash split" dialysis catheter inserted on 6/23/1998. On attempt to use it for intended purpose of hemodialysis air bubbles were continuously noted in "arterial lines" of catheter. On trouble-shooting the catheter by withdrawing it an area of defective split was noted. 6/25/1998 pt sent to operating room.